Manufacturer narrative:
Medical device expiration date: n/a. (B)(4).

Event description:
It was reported that a patient experienced an intraocular infection following the initial administration of the drug lucentis. A 19 g x 1 1/2 in. Bd nokor filter needle was used during the administration of the medication. The patient underwent a vitrectomy and an injection of antibiotics and a steroid. It was also reported that the patient's visual acuity has improved post treatment.

Manufacturer narrative:
Results: as previously reported, a sample was not returned for evaluation. In addition to the DHR review that was previously reported, a sterilization process review revealed no irregularities. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to confirm the customer¿s indicated failure.

Manufacturer narrative:
A secondary lot # was omitted from the initial and supplemental mdrs. The information for the 2nd lot # is as follows: medical device lot #: 4181650. Medical device expiration date: 8/31/2019. Device manufacture date: 6/1/2014. DHR review: batch 4181650 had seven visual inspections performed on 420 parts with zero defects noted. Cleaning was performed once during the production of this order. There were no sterilization issues. Assembly batch 4181680 had 77 visual inspections performed on 4,000 parts with zero defects noted. Cleaning was performed ten times during the production of this batch. All cleaning was performed (B)(4).